Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that a falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. Quality controls (qcs) recovered out of ranges on the day of the event. As per siemens instructions, the customer replaced the chemwash bottle, performed photometer alignments, cleaned the windows, and ran qcs which recovered out of range high. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse investigated the heterogeneous module (hm), aligned and calibrated the mixers. The wash probe 1 was found to be unaligned and unstable due to a loosened screw set and the incubation ring was not pushed down and level causing it to rub on the inner ring. The screw was tightened and the probe was aligned. On a subsequent visit, the cse found while calibrating hcg the hm system had an error in aspiration with wash probe 1. The hm system was primed, cleaned and the cse replaced the wash probe 1, hm wash probe 2 and reagent probe 2 (r2). Aligned the sampler, r2, and the luminescent oxygen channeling immunoassay (loci). Calibration and qc passed within acceptable limits. A patient comparison study was performed between the analyzers and passed with acceptable performance. Siemens further evaluated the event and concluded that bad r2 and hm wash probes potentially caused the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension exl 200 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument. The repeat result was lower than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated hcg result.